Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient blurry vision and fluctuating vision. The iol was exchanged for unspecified lens. Clinical reason for explant mentioned as corneal guttata. Additional information has been requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information on the returned form does not indicate the lens was explanted as initially reported. The form states glasses were provided. The reporting facility has not provided any further information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Information was provided that the patient did not have the lens exchanged. Glasses were prescribed. Hcp refunded patient for the undesirable outcome. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested, received and stated the patient did not had their lens exchanged, was just unhappy with results. Surgeon refunded patient for their undesirable outcome.